Event description:
Customer reports the third contact from the left on the inform system is blackened and the meter will not charge. No adverse events reported. Requested return of suspect device and replacement was sent.